Event description:
Customer was hospitalized with high blood glucose of over 600 mg/dl. High blood glucose was treated at the hospital with insulin IV drip. At the time of call, customer's blood glucose was 332 mg/dl, and she did not have her insulin pump on her in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.